Event description:
It was reported that a patient using an ilet pump on the first day experienced a blood glucose of 337 mg/dl after eating ramen, with the meal announced; support advised allowing the pump to deliver correction doses and to check a fingerstick in 90 minutes. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed that no findings were available, the medical device problem and involved component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.